Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient received inappropriate therapy during sinus tachycardia. The device was reprogrammed to prevent undersensing and remains implanted. No further patient complications were reported as a result of this event.